Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. An unknown substance was within the introducer sheath. Conclusions: evaluation of the returned ruby coil lp revealed offset coil winds on the embolization coil. If the device is advanced against resistance, damage such as this may occur. During functional testing, the ruby coil lp was re-sheathed with resistance due to an unknown substance observed in the introducer sheath. Subsequently, the ruby coil lp was advanced through its introducer sheath and a demonstration microcatheter with resistance due to the offset coil winds. The root cause of resistance experienced during the procedure could not be determined. The unknown substance within the introducer sheath was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp midway through the microcatheter, the physician experienced resistance and subsequently, the ruby coil lp became stuck. Afterwards, the physician retracted the ruby coil lp and re-advanced the ruby coil lp multiple times; however, the same issue occurred. The ruby coil lp became stuck at the same location; therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to this patient.